Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the patient had a blood glucose of high on the meter (above 600 mg/dl). The reporter stated that the keypad was almost entirely torn off the pump and the buttons were difficult to elicit a response. The reporter stated that the patient was confirming all of the bolus deliveries in the pump history. The reporter stated that the patient was being treated by changing the patient's insulin and using a temporary increased basal rate. The reporter declined further troubleshooting of the blood glucose as the pump was being returned for the keypad issue. This report is made based on the allegation that the patient experienced hyperglycemia of unknown cause while using the insulin pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reported damaged keypad is not likely to cause an adverse event as the issue is obvious and detectable and should alert the user to discontinue use of the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). The pump was returned to animas for evaluation and investigation was completed on (B)(4) 2012. The results of the investigation were as noted: keypad is lifted near the ok key. The down and up keys intermittently respond and require excessive force to activate. All other keys are responsive and have normal spring back or click. Keypad was removed to investigate; no hypersensitive or inverted contacts were observed. There was visible contamination under the key contacts. Date of event was (B)(6) 2012. Bolus history shows last bolus was delivered on (B)(6) 2012. Daily insulin delivery totals were reviewed from (B)(6) 2012 to end of pump use on (B)(6) 2012 and correctly reflect the users programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. The pump was tested on a 29 hour flow test and was found to be delivering within specification. Pa confirmed there was no insulin delivery issue associated with the incident.